Event description:
Patient reported they were examined by their dentist and was informed they have tmj due to the aligners. The patient provided a letter of recommendation. The dentist states in the letter that the patient should stop byte aligner treatment immediately. Assessed the patient's teeth and identified issues that are not adequately addressed by byte aligners. These issues potentially lead to improper tooth movement and potential damage to gums and bite alignment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.